Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 20 mg/dl. Customer¿s other blood glucose was 27 mg/dl, 114 mg/dl, 143 mg/dl, 141 mg/dl, 228 mg/dl, 28 mg/dl, 332 mg/dl, 140 mg/dl, 90 mg/dl. The product will not be returned for analysis.